Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experience a cardiac perforation and pericardial effusion. An ablation procedure was being performed to treat atrial fibrillation. While mapping the left atrium (la) for a pulmonary vein isolation (pvi) case, with an intellanav mifi open-irrigated catheter and an intellamap orion high resolution mapping catheter, the physician noticed an effusion in the pericardium on the intracardiac echocardiography (ice) display due to a perforation. So, the physician decided to puncture the pericardium and drain the blood. After 20 minutes, the effusion disappeared and the patient was in good condition. The procedure was cancelled. No risk was reported and the patient fully recovered. The physician mentioned that this was a user failure and not a device failure.